Event description:
It was reported that during priming with a prismaflex m100 set, an external fluid leak from replacement tube was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.